Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the sieve beds dusted/ low o2. Additional malfunctions are the power switch has no alarm and the pilot valve is alarming/shutting down.